Event description:
It was reported the pt's (B)(6) ipg was explanted due to erosion. The physician suspects the issue was related to the device's size.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.